Event description:
On 3/21/2022, it was reported by an arthrex employee via email that an ar-1920sf corkscrew suture anchor tip was found to be bent. Surgeon opened another ar-1920sf corkscrew suture anchor and case was completed without further issues. This was discovered upon opening package during procedure on (B)(6) 2022. Additional information received on 3/22/2022: this was discovered during a knee joint procedure.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual inspection, it was noted that only the sutures were returned for evaluation and the anchor/inserter were not returned. No problem was found with the sutures.